Event description:
No new information.

Manufacturer narrative:
The complaint of a misshaped luer adapter was confirmed and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. The pink single port luer adapter was deformed and dented inward, which prevented a proper connection with an injection cap or other mating component. The characteristics of the deformation were consistent with damage that can occur during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva connection problem with leak. The following information was provided by the initial reporter: the end of the catheter was mis-shaped and would not allow for a microclave cap to lock on without causing leakage of blood. New IV was placed. Any adverse event case reported? New IV was placed. No pt. Harm.